Manufacturer narrative:
The reported event of corroded iui connectors was confirmed after a review of the site visit report. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated no patient involvement CAPA is not necessary

Event description:
The customer reported that during an assessment of the fleet, corroded iui connectors were identified. No patient involvement was reported.